Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said their ins has surfaced. They added that it has not broken through the skin, but it has obviously surfaced as they also feel a difference in their groin area. The patient is scheduled for a battery change on (B)(6) 2019 and will be seeing their surgeon on (B)(6) 2019. They also reported excess gas and an upset stomach. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted the surfacing issue was noticed in (B)(6) 2019. The patient added that the healthcare provider (hcp) decided the explant was "normal" and did not need to be returned. They added that the second battery was implanted on (B)(6) 2019. They also noted that "it had already been scheduled - no data as battery had died". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported the patient had their discharged battery replaced in may. The healthcare provider reported the return status was unknown, the affected device had been sent to pathology, where it went from there was unknown.